Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during an implant procedure, the pacemaker lead exhibited low impedance and loss of electrocardiogram (EKG) tracing. It was observed that the suture on the lead was too tight and it was revised. The procedure was completed without further incident.